Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging hyperglycemia on (B)(6) 2016 while on insulin pump therapy with blood glucose measuring 400 mg/dl with symptom suggestive of hyperglycemia of abdominal pain, nausea and small urinary ketones. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes management. The reporter alleged the pump experienced loss of prime three or more times. The reported loss of prime issue was not resolved at the time of troubleshooting with animas customer technical support. Insulin cartridge is not being returned for investigation of this complaint. This complaint is being reported because the patient reportedly experienced an adverse physical event while on insulin pump therapy and the alleged malfunction was not resolved after troubleshooting by customer technical support.